Event description:
Endocatch specimen bag broke during robotic vats [video-assisted thoracoscopic surgery] lobectomy. Manager and materials management notified. Product and product box saved and given to materials management.